Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an explant procedure. The explanted ipg was not returned as it was discarded by the medical facility.